Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the rbc dispenser was defective and replaced the part, resolving the reported issue. (B)(4). (B)(6).

Event description:
The customer reported a coulter lh 750 hematology analyzer generated voteouts for the red blood cell (rbc) parameter on patient samples. In addition, the customer stated there were bubbles in the rbc dispenser. There were no erroneous numeric results generated. Erroneous results were not reported out of the laboratory and patient treatment was not impacted in connection with this event.